Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unit within sealed packaging. During the visual examination it was observed that the cap was missing. It was also noted that the catheter tubing was penetrating the bottom web of the packaging with the needle retracted within the barrel. The reported defect was confirmed and is likely related to a robot crash during packaging. When this occurs, it is the operators¿ responsibility to remove any affected components. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology was missing its needle cap and the tubing had penetrated the bottom web of the packaging, compromising the sterility. The following information was provided by the initial reporter, translated from (B)(4) to english: "according to the customer¿s report, when taking the product out of the package, the hcp stuck the finger with a needle because there was no needle cover." "At a work area of the hospital, the hcp was taking products out of the carton and tearing away each package into five small packages. During this operation, the hcp received a needle stick injury." Via bd investigation: "during the visual examination it was observed that the cap was missing. It was also noted that the catheter tubing was penetrating the bottom web of the packaging with the needle retracted within the barrel."